Event description:
It was reported the patient lost stimulation coverage. The leads were explanted and replaced (reference MFR report #1627487-2014-01475 for leads). During the procedure the physician also replaced the ipg due to all contacts being invalid. The patient reported she receives effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.